Event description:
It was reported that the initial impedance check during the stage two deep brain stimulation (dbs) procedure revealed all measurements within range. However, once the physician began to close the incisions, the impedance check revealed high measurements. The chest pocket incision was reopened, and the lead extension site was exchanged, but the high impedance measurement remained. The cranial incision site was then reopened, and the lead extension was wiped down. The high impedance measurements resolved, and the incisions were closed. The patient did well postoperatively.